Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reports they had been found unconscious by the side of the road. Once at the hospital the patient was diagnosed with hypoglycemia as well as an altered mental state. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids, food and juice. The patient was discharged from the hospital after 3 hours.